Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that they have their therapy groups set up, but on the group d, they only have the sensation on their legs that go to their crouch area but they do not feel anything on their back considering the pain they have was on the middle side of the back. Patient also made a comment that they got sciatica 2 weeks before the (implant) surgery. Agent redirected patient to healthcare provider (hcp) and emailed manufacturer representative (rep) for visibility as patient also needed assistance in how to use the external devices. Additional information was received from the patient (pt) restating that since implanted they only felt stim in their legs but not there was nothing wrong with the legs. Pt could walk perfectly fine. Pt needed stim in the back, middle of back and never felt anything in the back. Only legs. The back was what was killing the pt and not the legs. They tried programming pt 3 times. At first they gave pt groups a, b and c. Then they added d. Then maybe 3 weeks ago they added e. All of them provide stim on the legs but not the back. Redirected to healthcare provider (hcp). Additional information was received from the patient (pt) restating the previously reported information. They stated that this issue has been ongoing since they were implanted. Pt has met with a manufacturer representative (rep) and their healthcare provider (hcp) regarding this issue. During the call patient went to group b and increased stimulation from 2.3 to 2.7 but could only feel stimulation in their leg. Patient could feel group c on the higher left of their leg where it connected from their body to their left leg. Group d was more on their left leg than right leg. Group e was maybe more in their right leg. Groups d and e were added to try to resolve the issue but patient still couldn't feel stimulation on their back. Patient has an appointment in a week with their hcp. Agent redirected patient to their hcp.